Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for a pre-op check for device change out. Upon interrogation there were episodes for non-sustain rv oversensing. Analysis of episodes shows crosstalk after atrial paced event. The device was explanted and replaced.

Manufacturer narrative:
The reported field event of episodes for non-sustain rv oversensing was not confirmed in the laboratory. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The device was tested on the bench and no anomalies were found. The cause of the field event remains undetermined.